Event description:
It was reported that a patient incident occurred with the erbe equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator) model vio 200s, part number 10140-400, and serial number (B)(4)]. Upon the first activation of argon plasma coagulation in an intraoperative procedure, a bowel explosion occurred. The hospital reported that the bowel was cleaned and no external gas was brought into the bowel prior to ignition. No further patient information was provided. Note: the apc/esu system was provided by our parent company ((B)(4)) to a hospital in (B)(6).

Manufacturer narrative:
The apc/esu system was thoroughly inspected/ tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the reported information, it appears that combustible gases (e.g., methane and/or hydrogen) were present at such a concentration that when diathermy was applied combustion occured. A warning in the user manuels state that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. No trends have been identified with this situation. Erbe USA, inc is now closing this file.